Event description:
It was reported that the pt had decreased therapeutic effect for the last 6-8 months. A physician at the hospital did an MRI and an inflammatory mass was ruled out. The pt's pain and spasticity have returned. The location of the pain is from the pt's hips down to the top of her feet. She was very weak and had a walker for mobility due to the pain. One month ago, the pt fell and was hospitalized for 6 days due to the pain. The pt's daughter had planned to follow-up with the pt's physician. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.